Event description:
Twenty days post pci in the left main (lmt) and the proximal lad; the pt complained of chest pain and came to the hosp due to heart failure. During an examination the heart failure worsened and the pt went into cardiac arrest. CPR was performed and the pt's condition improved. Then coronary angiography (cag) was conducted and thrombus was observed inside of the implanted cypher in the left main. In order to treat the thrombus, aspiration and poba were conducted. Inflation details were unk. Sufficient blood flow was observed after the treatment. On the other hand, the pt developed ischemic cerebrovascular disease due to cardiac arrest and so, his condition did not recover. Then the pt was on iabp and mechanical ventilator. The pt deceased due to ischemic cerebrovascular disease. Postmortem was not performed. The physician commented that the possible cause of the thrombotic event may be because the blood flow was decreasing due to cto lesion at lmt and the cypher implanted was under dilated. The cause of death was ischemic cerebrovascular disease. Elective pci was performed on a de novo lesion in the left main to proximal lad at a bifurcation of 30mm in length in a 3.3mm vessel diameter. The (type c) lesion was ostial, calcified and chronic total occlusion lesion. Rotablation was conducted and then a 3.0x32mm taxus stent was implanted at 7atm for approx. 20-25 seconds and then a 3.0x28mm cypher was implanted at 14atm for approx. 20-25 seconds proximal to the taxus, overlapping it. Post-dilation was conducted with a 3.5x8mm balloon at 22atm for approx. 20 seconds. Cag and ivus were conducted. The residual % of stenosis was 25%. Timi flow before the procedure was 0 and 3 after the procedure. Act was not measured. Pre-procedure medications included aspirin 200mg/day. Heparin 10,000u/day was administered intra-procedurally. Post-procedure medications included clopidogrel sulfate 75mg and aspirin 200mg/day.

Manufacturer narrative:
Please note that this device is not distributed in the united states. However, it belongs to the same class of devices as the us distributed cypher sirolimus drug-eluting stent. This device is not available for testing and evaluation. Additional info received will be submitted within 30 days upon receipt.